Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reau2351 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was placed on (B)(6) 2016, for chemotherapy. The patient was seen in the clinic on (B)(6) 2017, to disconnect the infusor bottle. It was stated that while flushing there was leaking at the site. The PICC was removed in the clinic by the hcn, it is alleged that there is a crack at approximately 2cms below the external marking. Patient has stated that they have not adhered to the activity restrictions at all times while the PICC was in place and continued to remain active while receiving treatment, ¿possibly leading to fatigue of PICC at entry to vessel¿.